Event description:
It was reported that a 6f angio-seal vip vascular closure device was used to seal the arteriotomy site post catheterization procedure. Less than 24 hours later, the patient returned to the emergency room with signs and symptoms of a right groin infection. The patient was septic, delusional, had right groin erythema and signs of infection. The patient underwent surgery where the surgeon noted a golf ball size pus pocket in the right groin. The angio-seal was removed. The specimen was cultured and tested positive for strep. Reportedly, the patient was hospitalized on IV medication, and was stable and recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the infection is uncertain. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) also caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.